Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem (low level light indicator failing to turn off) was confirmed during testing. The product problem occurred due to a faulty float switch. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the low level light indicator failed to turn off on the level 1 hotline low flow system (hl-390). There was no patient involvement. The product problem was observed during testing.